Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to atrial fibrillation with rapid ventricular response. Due to this inappropriate therapy and the presence of atrial fibrillation, a defibrillation threshold (dft) test was performed in order confirm if the system would be able to convert a ventricular fibrillation episode, the test was successful. No changes were performed. This system remains ins service. No further adverse patient effects were reported.